Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative . The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the CPR harness , screw, washer needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Test the CPR release for proper operation and reset of the head drive system. When the CPR release is pulled, the bed should lower from any position into a flat position within 7 seconds with at least 50 lb (23 kg) of weight on the head section. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR harness , screw, washer to resolve the reported event. Based on this information, no further action is required.